Event description:
It was reported the patient was experiencing overstimulation at the ipg site. As a result, the patient was admitted to the hospital. The doctor viewed the ipg site as being "rough" and gave the patient vancomycin and zosyn. On (B)(6) 2013, the patient's ipg site was washed out in the operating room by her doctor.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.